Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple appropriately detected and treated shocks. The implantable cardioverter defibrillator (ICD) had reached end of service (eos) and a charge circuit timeout occurred and charge period was greater than 30 seconds. The ICD was explanted. No patient complications have been reported as a result of this event.